Manufacturer narrative:
Awaiting product return to conduct quality investigation

Event description:
Consumer called to report being hospitalized due to the inaccuracy of her meter. Got high reading (460) and took insulin accordingly. Passed out and was taken to the emergency room. Thinks she took too much insulin.